Event description:
It was reported that the patient underwent a revision procedure due to lead migration. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the leads were revised. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7105624. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).